Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-70 (B)(4) model description:linear lead, 70 cm with pre-loaded 0.014 inch stylet

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing redness at the ipg site. The physician prescribed the patient dalacin and clinday.

Manufacturer narrative:
A returned product analysis indicated that visual inspection revealed that the lead was cut approximately 24 inches from the distal end. The damages discovered on the lead were typical explant damages. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing redness at the ipg site. The physician prescribed the patient dalacin and clinday.